Manufacturer narrative:
(B)(6). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. No root cause can be determined as no samples were received.

Event description:
It was reported that the needle of a bd integra¿ 3 ml syringe with detachable needle, failed to retract after use. There was no report of exposure, injury or medical intervention.